Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Reportedly, the pump continued to deliver insulin after the customer stopped insulin delivery. Customer's blood glucose (bg) lowered to 32mg/dl. Reportedly, the customer required assistance addressing bg level with carbohydrates and a 25 unit glucagon injection. Tandem technical support reviewed the pump data logs and found that the pump functioned as intended, however, customer maintained that the pump continued to deliver unintended insulin. Reportedly the customer continued to use the pump for insulin therapy.